Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, the customer failed to properly cycle the cartridge and is wearing the cartridge tubing facing up. Tandem clinical support educated the customer to properly cycle the cartridge before use and that the mobi cartridge is to be worn facing down when in use. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support guided the caller through a series of steps, including disconnecting tubing, delivering boluses, and replacing pump supplies.